Event description:
During the performance of an intracorornary stent placement, the balloon catheter ruptured during implantation of the stent. The stent was unable to be removed. The stent was compressed and another stent was placed over it. Following the procedure the pt was noted to have no obstruction of blood flow through the right coronary artery.